Event description:
Event description guidant received information that this device had reached replacement time and had changed to vvi mode. During the replacement procedure, the device went to vvir and started pacing due to the rate response feature. The caller also mentioned a potential lead perforation in the atrium. The atrial lead was not functioning.